Event description:
Caller states the patient tested 5.5 inr on the coaguchek xs system and 2.7 inr on a comparison lab. Patient#s warfarin dose was amended according to lab results. No adverse event reported. Product was replaced.

Manufacturer narrative:
The event occurred in another country.